Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that they were hospitalized in last december. Customer stated that the insulin pump showing low battery even if battery was replaced. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.